Manufacturer narrative:
(B)(4): the explanted intraocular lens was returned to our product evaluation laboratory for evaluation. Lens was received torn in half and appears to have evidence of viscoelastic, ophthalmic viscosurgical device (ovd), an indication of lens use. No further evaluation was possible due to the condition of the return. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Event description:
Reportedly, the intraocular lens (iol) was explanted at implant due to the lens not loading properly while inserting into the patient's eye. Further, it was reported that a limited vitrectomy was performed. No further information was available.